Event description:
Customer reported a high blood glucose reading of 301 mg/dl. Customer reported that the blood glucose was high because he was waiting for a replacement insulin pump and did not have fast acting insulin. He stated that the blood glucose had been as high as 400 and 500 mg/dl for a few days straight. Customer was advised to contact his doctor as he was out of needles for manual injections. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.